Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2014-25446. The pt reported he wants to undergo surgical intervention to have his scs system explanted due to never receiving effective stimulation and the system was too complicated to use. Additionally, the pt stated his back surgery on (B)(6) 2013 helped him more with his pain.